Event description:
The pt contacted lifescan alleging that her one touch basic enhanced meter was reading inaccurately erratic. She obtained results of 44 and 48 mg/dl on one day, and results of 68 and 194 mg/dl the next day. The two results obtained on each day were done within 10 mins of each other. Based on statistical methodology, the calculated difference between the glucose results obtained on the second date exceeds the expected value of <= 20% and/or <= 20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. At one time, she felt woozy and saw spots before her eyes. She ate food and/or drank a beverage following use of the meter. Her symptoms of hypoglycemia were consistent with results obtained on the first date. There was no info provided regarding treatment given to the pt. There is no indication that the pt experienced injury or medical intervention due to the product. The customer care rep (ccr) found that the pt was unsure of several of the questions that the ccr asked her. The ccr could not walk the pt through quality control testing, as the pt did not have a check strip control solution. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.